Event description:
After an implantation period of approx. 134 months, it was observed that the shock impedance was too high. The lead was capped.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the shock coils and lead tip was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported high shock impedance. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.